Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation of a complaint involving the bd kiestra inoqula. According to the information provided, the customer reported contamination on multiple agar plates processed through the system, preventing them from distinguishing contamination from the actual sample. No other issues were reported. During the investigation, the customer care engineer (cce) requested an increased cleaning frequency of the inoqula chamber, inspected external factors such as the incubator and air conditioning units, and conducted followup calls to monitor ongoing plate results. The investigation confirmed that no contamination originated from the inoqula chamber; instead, the contamination was suspected due to environmental factors related to recent air conditioning maintenance. Following this action, no further issues were encountered. Based on the investigation, this case has been assessed as confirmed for a bd quality issue. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality will continue to closely monitor trends associated with this issue.

Event description:
It has been reported that the bd kiestra inoqula has been found producing erroneous patient results during use. No patient impact was reported.

Manufacturer narrative:
D.4. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd kiestra inoqula has been found producing erroneous patient results during use. No patient impact was reported.